Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the hiwire nitinol hydrophilic wire guide malfunctioned during an intended percutaneous nephrolithotomy (pcnl) procedure on a patient. It was reported that after creating a puncture with a chiba echotip biopsy needle, the physician introduced the wire guide into patient¿s body. After several attempts of going in and out with wire guide, the physician noticed that the nitinol covering was coming off and also, the tip of the needle was found beveled. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation/evaluation: one used hiwire nitinol hydrophilic wire guide was returned for investigation with no package or label. The coil was noted to be hydrated. The device was returned inside coiled holder with approximately 20 cm protruding from the coil. The wire guide was damaged in several locations starting at 19 cm from the distal tip. A 2-cm section of coating is cut exposing the metal wire. This same type of damage is located at 21.5 cm from the distal tip with 1.5 cm of exposed wire, another at 29.5 cm from the distal tip with 3 cm of exposed wire and the last at 73.8 cm from the distal tip with 5.2 cm of wire exposed. The wire guide was forwarded for further evaluation. The supplier¿s evaluation noted the specimen presented with a large radius bend over the distal 6 cm and skive damage to the polymer jacket resulting in exposed underlying metallic core wire located at 19.75 to 32.65cm and 73.9 to 79.2cm from the distal tip. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. The exact cause for this incident cannot be determined from the information provided. There is no indication that a design or process related failure mode contributed to this event. A review of the device history record did not produce any evidence of non-conformances. A review of complaint history revealed this is the only reported complaint associated to complaint lot number 10812160. With the information available a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event.